Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 17 mg/dl at the time of the incident. The customer was at 70 mg/dl at the time of admission. The customer was given fluids to treat. The customer experienced symptoms such as being sweaty and seizures. The customer was wearing the insulin pump during the incident. The nurse believes the issues may be caused by the user. The hospital was requesting additional training for the customer. Troubleshooting was not completed. Customer was connected back onto the pump when their level was 279 mg/dl but kept going higher and they put the customer on sliding scale. The customer got to 373 mg/dl and was given manual injections. The insulin pump will not be returned for analysis.